Manufacturer narrative:
9617229-2020-05572. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "capsular contracture." Cont e1 phone number (B)(6).

Event description:
Healthcare professional reported a right side rupture and rare simple sparse cysts. It was later reported "foreign body inflammatory reaction". The event of "squamous cell carcinoma of the cervix" is not related to the device. It was later reported "recall" and "capsular contracture." The device has been explanted and replaced with non-abbvie devices.